Event description:
The customer reported the hi-voltage cable is damaged. No pt injury was reported.

Manufacturer narrative:
The ge service rep checked system and found hi-voltage cable damaged. Ordered part. Removed and replaced hi-voltage cable. Checked operation. Machine works as intended.